Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - balloon burst" was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event.- an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical patient information there is moderate aortic annulus calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction between the balloon and the struts of the degenerating pre-existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
Per the report received from austria, it was a case of a 26mm sapien 3 ultra valve, on aortic position by right transfemoral approach. The implant balloon ruptured and a non-edwards balloon was used for post-dilatation. The valve was placed as intended in the proper anatomic location by the end of the procedure. The access, delivery and retrieval of the device delivery system was successful. No additional procedures (unplanned or emergency) or re-interventions performed during the valve implant were needed. No pvl was detected at the end of the procedure. Patient was discharged three days after the procedure.